Manufacturer narrative:
The caller did not have the products with her at the time of the call, so it was not possible to get product information. It's not possible to determine the product manufacture date or 510k number without the meter information.

Event description:
A healthcare professional called about her facility's contour meters. On one occasion, a patient's blood glucose was tested using a contour meter and the reading was normal. Based on the normal reading and the way the patient was acting, paramedics thought the patient had suffered a stroke. When the patient arrived at the hospital however, his blood glucose was tested at 40 mg/dl. The caller did not have any additional information about the event. She did not have any of the products with her at the time of the call, so it was not possible to troubleshoot or gather product information. At this time, it does not appear any product will be returned.